Manufacturer narrative:
The patient samples were further tested together with a reference sample pair (serum and lithium heparin plasma from a single blood donor). They were tested using the elecsys troponin t hs v2 stat assay on a cobas e 801. The investigation obtained the following troponin t hs v2 stat results : patient's plasma sample from (B)(6) 2023 = 77.8 pg/ml patient's serum from (B)(6) 2023 = 4.41 pg/ml patient's plasma sample from (B)(6) 2023 = 4.16 pg/ml reference serum sample = 6.52 pg/ml reference plasma sample = 6.52 pg/ml the investigation was able to reproduce the customer's results. The investigation noted that the reference sample results were comparable. The investigation reviewed the calibration data and found that the data was not identical to the information from the digital laboratory management software. The investigation noted that it has been 5 months since the customer's last calibration. Product labeling states "renewed calibration is recommended as follows: after 12 weeks when using the same reagent lot." The investigation reviewed the qc results and noted that they were within the specified ranges. There is no indication of a reagent or instrument problem. The investigation reviewed the alarm trace from (B)(6) 2023 at 8:05 pm to (B)(6) 2023 at 3:38 pm; no issues were noted. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Samples from the patient were submitted for investigation (2 plasma samples and 1 serum sample). The samples were tested with troponin t hs stat reagent lot 634813 on a cobas 6000 e601 module. The initial result from the 1st plasma sample was 69.89 pg/ml. This sample was lipemic. The sample was centrifuged and repeated with a result of 70.76 pg/ml. The result from the 2nd plasma sample was 5.97 pg/ml. The result from the serum sample was 6.15 pg/ml. The customer's high results with the initial sample were reproduced during the investigation. The results from the 2nd sample were lower. The customer's observations were reproduced at the investigation site. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs stat results from one patient sample tested on the cobas 6000 e601 module with serial number (B)(6). The initial result was reported to the physician. The reporter stated that they used a plasma sample for the initial run. After two hours, a new plasma sample was collected from the patient and a discrepancy was noted. The reporter then reran the initial plasma sample and ran a serum sample that was collected at the same time as the initial plasma sample. Results of the initial plasma sample: on "(B)(6) 2023 at 24:00 am", the initial result was 91.82 pg/ml. On (B)(6) 2023 at 2:00 am, the repeat result was 86.16 pg/ml. Result of the new plasma sample collected "two hours" after the initial plasma sample: on (B)(6) 2023 at 1:36 am, the result was 4.13 pg/ml. Results of the serum sample collected at the same time as the initial plasma sample: on (B)(6) 2023 at 1:00 am, the initial result was 4.01 pg/ml. On (B)(6) 2023 at 10:50 am, the repeat result was 4.22 pg/ml

Manufacturer narrative:
The customer stated that the initial plasma sample looked more lipemic than the serum sample. The customer and the doctors excluded a sample mismatch. The patient sample was requested for investigation. The investigation is ongoing. H3 other text : na.